Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
After review, these issues have been determined to be non-reportable. A healthcare provider reported that a customer received unspecified high readings from the adc freestyle libre sensor scan in comparison to readings obtained on the built-in reader. No symptoms were reported but the customer was transported to the hospital on (B)(6) 2018. Further attempts to acquire additional information regarding treatment have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for all libre sensor within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted, and the investigation concluded that there were not any new nonconformances identified with the product, as the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no tripped trends observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare provider reported that a customer received unspecified high readings from the adc freestyle libre sensor scan in comparison to readings obtained on the built-in reader. No symptoms were reported but the customer was transported to the hospital on (B)(6) 2018. Further attempts to acquire additional information regarding treatment have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Was corrected, the first sentence was removed as this case is reportable.

Event description:
A healthcare provider reported that a customer received unspecified high readings from the adc freestyle libre sensor scan in comparison to readings obtained on the built-in reader. No symptoms were reported but the customer was transported to the hospital on (B)(6) 2018. Further attempts to acquire additional information regarding treatment have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the MDR 30 day follow up #1 report. The correct date received by manufacturer date is october 2, 2018. (Address 1) had a spelling error that was amended.

Event description:
A healthcare provider reported that a customer received unspecified high readings from the adc freestyle libre sensor scan in comparison to readings obtained on the built-in reader. No symptoms were reported but the customer was transported to the hospital on (B)(6) 2018. Further attempts to acquire additional information regarding treatment have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.